Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that two patient samples showed a positive antibody screening test on tango optimo, but yielded negative reactions with biotestcell-i11 on tango optimo. One affected patient sample had a known anti-e and the other patient sample also might have had an anti-e. The customer did return one patient sample that had caused a false negative test result and he also returned the supposedly defective product. Our quality control laboratory tested the patient sample with the returned product sample and yielded weak positive reaction with both e positive red blood cells of biotestcell-i11 plus on tango optimo. The patient sample was also tested in tube technique and showed correct positive reactions only in the enzyme technique and with the enhancement of the supplement bovine serum albumin. The patient sample was also tested in gel method with anti-human globulin and showed a negative reaction with e positive red blood cell. Therefore we strongly assume that the antibody may have its reaction optimum not in the indirect anti-globulin test, but in enzyme respectively supplement method. Our quality control laboratory tested the supposedly defective product of biotestcell-i11 plus with different samples and controls on tango optimo , e.g. An anti-e of the instand interlaboratory comparison test. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-11plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. The wash needle holder was replaced due to splashing and the wash turning valve was also replaced. Post service verification showed that the instrument is operating within manufacturer's specification. The instrument was returned to full operation.